Event description:
Customer reported that a customer's pump experienced damage to the housing and usb port/pins, affecting the ability to charge the device. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate method for insulin therapy.